Event description:
It was reported that the cartridge was leaking from an undefined location. Multiple attempts were made by tandem technical support to address the issue, however, the customer was unable to complete the check. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.